Manufacturer narrative:
Mfg. Lot build review: a review of the mfg. Lot database for the reported lot # 3289878 (mfg. 07/2016) showed (B)(4) units were mfg. Tested inspected and released. There were no exception documents generated during the lot builds. Device not returned to MFR. Pending.

Event description:
Int'l. ((B)(4)) complaint received reporting air in lines with use of unspecified dialysis tubing set-ups where d1000 tego connectors were in use. The initial information received reports two events on (B)(6) during dialysis sessions, attending clinician removed/replaced tego connectors due to "..air entry in the line." There were no reported adverse patient consequences.

Manufacturer narrative:
Mfg. Lot build review: a review of the mfg. Lot database for the reported lot# 3289878 (mfg. 07/2016) showed (B)(4) units were mfg. Tested inspected and released. There were no exception documents generated during the lot builds. Device return: two (2) used d1000 tego connectors were returned. Although requested the involved mating and access devices were not returned. Visual inspection (pre and post decontamination) of the as-received tego connectors recorded component damages (twisted seal) on one of the tego connectors , no visible anomalies on the second used tego connector. Engineering testing and analysis to the applicable product specification was performed. The results recorded the tego connector with the damaged/twisted seal failed pressure test. The second tego connector passed. The tego connector was than disassembled to perform additional analysis of the internal componentry. The results recorded internal damages at the body - seal interface. This condition could result in internal leakage. Corrective and preventative actions: a detailed analysis of the tego design, materials, manufacturing and inspection processes and equipment was performed. The data and engineering efforts identified the seal/body component anomaly was attributable to the manufacturing /molding operation involving a cavity core pin edge. Corrective actions have been identified, qualified and implemented.

Event description:
Int'l. (B)(6) complaint received reporting air in lines with use of unspecified dialysis tubing set-ups where d1000 tego connectors were in use. The initial information received reports two events on 08/31 during dialysis sessions, attending clinician removed/replaced tego connectors due to "..air entry in the line". There were no reported adverse patient consequences. This is the mfgers. Follow up report to provide tp provide additional information and device return investigation results.